Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres. As per physician, the device ruptured due to the lesion characteristics. The procedure was completed with another of the same device. There was no patient injury.